Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 8.5 months post procedure patient died non-cardiac death due to adenoma carcinoma with infiltration into the colon. The investigator and sponsor assessed the event as not related to the index device or to the anti-platelet medication. Cec adjudicated cardiac death.